Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was went to the emergency room by ambulance after multiple inappropriate shocks were delivered by the implantable cardioverter defibrillator. The patient stated that his blood pressure and heart rate were normal, however the device continued to deliver shocks on the ride to the emergency room. The device was explanted and replaced. However, the healthcare provider indicated that a device upgrade was the reason for replacement. No further adverse events were reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146135. Corrected date: b3 - date of event is unknown, d6b was updated from (B)(6) 2019, d10 - therapy date updated from (B)(6) 2019, h6 codes updated to show there was an additional surgery performed, and b5 updated to reflect other events that were previously not reported. The reported event inappropriate/inadequate shock/stimulation was not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. It was noted that on (B)(6) 2017, there was significantly more charges compared to other dates. Analysis of the merlin.net session records determined that the therapy delivered from these charges were appropriate, and that the device functioned as programmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient received numerous inappropriate shocks from the implantable cardioverter defibrillator (ICD). The patient then presented to the emergency room (ER). The patient reported symptoms of discomfort due to the inappropriate shocks. It is known that the patient has atrial fibrillation (af), and so, a cardiac ablation procedure was performed to treat the irregular electrical signals elicited by the af. There were no complications with this procedure. The patient then had an upgrade procedure performed due to worsening ejection fraction and sick sinus syndrome. The ICD was explanted and replaced. Further information was requested but not received.